Manufacturer narrative:
The affected device was analyzed via provided information incl. Photos and using the secured log files. According to the log, it could be identified that the error messages ¿device failure (14)¿ and the subsequent ¿alarm system failed¿ were issued at the reported time. Both alarms resulted from a temporary impairment of the internal hdbaset communication between the ecd and the ventilation unit. In such cases, display functions may be affected and the screen may turn black. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The device reacted as specified and needs to be checked according to the proper fitment of system cable and pba syscon ecd. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Whilst on a patient, the screen blacked out and didn¿t reboot. The vent was still ventilating and patient was not compromised. Vent swapped out and isolated.